Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an ultraflex tracheobronchial uncovered proximal release stent was to be used to treat a malignant stricture in the left main trachea during a stent placement procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the stent could not be further deployed after the stent was halfway released. The partially deployed stent was removed with the delivery system. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an ultraflex tracheobronchial uncovered proximal release stent was to be used to treat a malignant stricture in the left main trachea during a stent placement procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the stent could not be further deployed after the stent was halfway released. The partially deployed stent was removed with the delivery system. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion was reported to be stable.

Manufacturer narrative:
A partially deployed ultraflex tracheobronchial uncovered proximal release stent and delivery system were received for analysis. Visual examination of the returned device found the shaft was kinked 1 inch from the distal tip, and another kinked was found 3 inches from the distal tip. Functional evaluation revealed the shaft bowed when pulling the stent deployment suture, however, the stent could be deployed by pulling the finger ring to release the stent without issue. The stent was measured to be within specifications. There were no other issues with the stent noted and no other issues with the device were noted. The damages noted with the device were consistent with the application of excessive force during use. Taking all available information into consideration, the investigation concluded that the observed failures and the reported event were likely due to anatomical or procedural factor encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database revealed that no other similar complaints exist for the specified lot.